Manufacturer narrative:
The customer did not request any service. The received logs do not include the event date therefore we can not confirm the event. The current status of the ventilator was not provided. We have not received any information about any part replacement. Due to lack of information, the root cause of the reported event could not be found. H3 other text: 4117.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the expiratory cassette generated abnormal sounds and the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).